Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance (sli) measurements measuring, 147 ohms. At implant sli measured 50 ohms. Technical services discussed possible causes and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.